Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the uretero-reno videoscope epoxy at the bending rubber was worn and internals were showing. The event was found during maintenance/not in a clinical setting. No patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h3. The device was returned to olympus for inspection and the reported failure of the bending rubber was worn and internals were showing was confirmed. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by wear and stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.